Event description:
It was reported that the "cord was cut" on the motor device. It was unknown if the device was used in a surgical procedure or if there were any delays. The exact date of the event was unknown. The reporter stated that a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed and the reported condition was confirmed. Evidence indicates this was due to mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.